Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a levophed 16mg/250ml infusion the patient coded; it was noted that the tubing was kinked and the unit did not alarm for occlusion. Although the patient was in critical condition prior to the event, the patient survived the code and at the time of the report remained in critical condition in the critical care department.

Manufacturer narrative:
The report that the set was kinked and the pump module did not alarm for occlusion was not confirmed. Analysis of the pcu event log showed that at 8:17am on (B)(6) 2017 an infusion of levophed (norepinephrine conc, 16 mg / 250 ml) was started with a new dose of 40 mcg/min (rate= 37.5ml/hr). The dosing was titrated three times ending at 180 mcg/min (rate= 168.75ml/hr) at 8:59am. The user proceeded with the infusion after receiving a soft guardrails alert that the dose exceeded the limit of 150 mcg/min. The infusion completed as programmed at 9:07am. The user continued the infusion from 9:08am to 1:06pm, entering a new vtbi and titrating the dosing throughout this time period. There were no recordings of an occlusion alarm. Testing found the device was occluding within specification when the disposable set was kinked blocking flow above and below the device. The root cause for the customer¿s reported experience was not identified. The administration set was not returned for investigation.